Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had hip pain and their leads were fractured. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
A patient experiencing lead fractures was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.